Event description:
Reportedly, during testing, the screen remained purple while the ventilating indicator was lit. The device was not used on a patient when the failure occurred.

Manufacturer narrative:
(B)(4).